Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Date of submission 07-mar-2018 the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: a review of the black box showed no unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The battery cap threads were stripped and was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap fit to maintain an electrical connection, and successfully complete 24 hour testing. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the display was pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.